Event description:
Pt wishes to bring their horrifying, near-death experience with the medtronic implantable cardioverter-defibrillator medical device to FDA's attention. In 2002, pt suffered an attack of ventricular tachycardia and was brought to hospital ER where pt was converted to sinus rhythm with IV lidocaine. Pt was admitted to the hospital. One week later, a medtronic implantable cardioverter-defibrillator was implanted in their chest. After the implant procedure was performed, pt was given the medtronic pt info booklet for the medtronic ICD. On page 20 there is the statement: "device's therapeutic shocks may be felt but will not be harmful." Nine days later, while walking in the street, pt suddenly started to get extremely painful shocks from the ICD which knocked them to the ground. Pt managed to make it into a restaurant where pt received many more extremely painful shocks. Someone called 911 and an ambulance came. Pt was hooked to a heart monitor which showed a ventricular tachyarrhythmia. Pt was given IV lidocaine and transported to hospital ER where the ECG still showed a ventricular tachyarrhythmia. Pt was converted to sinus rhythm with IV amiodarone. Interrogation of the ICD showed that pt had received eleven high energy shocks which were totally ineffective in terminating the ventricular tachyarrhythmia episode. Blood test showed elevations of the cardiac enzymes, indicating cardiac muscle damage. Since the shocking episode, pt has been totally disabled, suffering from severe episodic hypertension, chest pain, palpitations, weakness, dizziness, fatigue, depression, anxiety, panic attacks, malaise and sense of dread. Medtronic's statement that, "device's therapeutic shocks may be felt but will not be harmful," is totally false. In pt's case not only did the eleven high energy shocks fail to end the ventricular tachyarrhythmia episode, but the shocks were extremely harmful and damaging to their heart and overall general, physical and mental health.